Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medication could not be taken because it was connected to another patient profile. A technical support specialist confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ 4000 had encountered an issue where the customer could not take medication because the medication was connected to another patient profile. This hindered users from accessing the medication, and there was no delay or harm. There were no adverse events or injuries reported based on this event.